Event description:
This is filed to report medical intervention, surgical intervention, and prolonged hospitalization. It was reported in an article review that the following outcomes occurred during use of a mitraclip device: single leaflet device attachment/slda, difficulty grasping, medical intervention, surgical intervention, prolonged hospitalization, and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled single leaflet device attachment.¿ no other information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated as (B)(6) 2022. The UDI number is ¿ni¿ as the catalog number was not provided. Date of implant is estimated as (B)(6) 2022. The additional patient effects and death and malfunction reported is captured under separate medwatch reports. Literature article titled: "single leaflet device attachment.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, a review of the complaint history was not performed because no lot information was provided. The reported unexpected medical intervention, surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.